Manufacturer narrative:
Sorin group (B)(4) manufactures the apex hp m.p.h.i.s.i.o. Adult hollow fiber membrane oxygenator. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group rec'd a report that blood was noticed in the heater cooler water lines of the oxygenator near the end of bypass. There was no pt injury. The investigation is ongoing. A follow up report will be sent when the investigation is complete.

Manufacturer narrative:
Sorin group (B)(4) manufactures the apex oxygenator. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). Sorin group received a report that blood was noticed in the heater cooler water lines of the oxygenator near the end of bypass. Visual inspection did not reveal any abnormalities. Results of leak testing showed that there was communication between the water side and blood side of the oxygenator. The heat exchanger was removed from the oxygenator module and a hole was found in the stainless steel sheet. This type of defect has been shown to be caused by corrosion from priming solution in an area of stress generated by the manufacturing process. The stressed area is caused by the presence of foreign particles in the metal sheet that can occur during manufacturing, damaging the metal sheet. A CAPA was implemented to address the issue. The corrective action introduced a hydrokinetic washing process to remove the presence of foreign particles on the metal sheet. The issue will be monitored for efficacy of the corrective action.

Event description:
The sorin group rec'd a report that blood was noticed in the heater cooler water lines of the oxygenator near the end of bypass. There was no pt injury.